Manufacturer narrative:
Added expiration date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years and 8 months post implant of this bioprosthetic aortic valve, it was explanted and replaced with a mechanical valve. The reason for replacement is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that 10 years and 7 months post implant of the valve, an echocardiogram illustrated vegetation. The patient was treated with antibiotics, but the valve became severely insufficient. As a result, 10 years and 8 months post implant of the valve it was explanted and replaced. No adverse patient effects were reported. Correction from previously submitted regulatory report 2025587-2018-03193, follow-up number 001: if information is provided in the future, a supplemental report will be issued.